Event description:
The customer reported that while pipetting a murex htlv plate on an osp the tech observed that conjugate was dispensed outside of the microplate well. No error was generated. No death or serious injury was associated with this incident.